Manufacturer narrative:
After calibrations, the system meets the specification for the service performed and is returned to use. The client was informed of the resolution.this report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that cv * system restricted * carm movement problem.the clinical use of the system was outside of use.there was no harm reported to philips.